Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated. The complainant is not aware of how the issue was noticed, if there was patient involvement, a delay, medical intervention, or any adverse consequences. This information will be updated as it becomes available.

Event description:
The user facility reported that the device overheated. The complainant is not aware of how the issue was noticed, if there was patient involvement, a delay, medical intervention, or any adverse consequences. This information will be updated as it becomes available.